Event description:
It was reported that during a nephrectomy the surgeon was using the device during the procedure until such time as the tips of the clips began to cross over. Understanding that this constituted an abnormal product performance, the surgeon ceased using the clip applicator and reported the incident. There was no patient consequence.